Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who was on coumadin and acetylsalicylic acid, fell carrying a suitcase and struck their head. They went to sleep on (B)(6) 2022, after the fall, and was brought to the hospital on (B)(6) 2022 by their spouse after they were unable to be aroused. The patient presented to the emergency department with unequal pupils. Head computed tomography was performed which showed a left subdural hematoma with midline shift. They underwent craniotomy and was in the intensive care unit with a high probability of imminent or life-threatening deterioration in their condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported fall, traumatic head bleed, and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to traumatic head bleed . The pump was not explanted.